Event description:
Dealer states "the front caster fork assembly keeps breaking on this solara when the patient is being taken for walks in the chair leaving them stranded. Chair is in like new condition with no obvious broken welds/parts." No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model solara3g, serial number/date code (B)(4)is approximately 9 months old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the front caster fork assembly on the solara3g manual wheelchair allegedly broke. The consumer was being pushed outside for a walk when the front caster allegedly broke, leaving the consumer and companion stranded. No injury alleged.